Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a complete separation at the collar with the shaft pulled out, numerous kinks in the hypotube, numerous kinks in the distal shaft, distal shaft damage (flattened) located 21cm and 22mm from the tip of the device, and tip damage (flattened/ misshapen). No other damage was found on the device.

Event description:
Reportable based on device analysis completed on 05mar2019. It was reported that the device could not cross the lesion. The target lesion was located in the left coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, the device could not cross the lesion. No complications reported and the patient is stable. However, device analysis revealed complete separation at the collar.